Event description:
It was reported pump was malpositioned in the wound and flipped. The pt contacted the clinic complaining of increased pain whenever bending or sitting. The following drug info was provided: concentration - morphine sulfate (mso4) 15.0 mg/ml; bupivacaine 20.0 mg/ml; baclofen 600.0 mcg/ml; clonidine 100.0 mcg/ml. Dosage - mso4 5.495 mg/day; bupivacaine 7.327 mg/day; baclofen 219.80 mcg/day; clonidine 36.63 mcg/day. Intervention included device surgical revision on (B)(6) 2010. The pt outcome was resolved without sequelae. It was later reported compounded baclofen was in the pt's pump. Additional info will be provided when it becomes available.

Manufacturer narrative:
(B)(4).